Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose level was 400-500 mg/dl. The customer had received assistance from paramedics on multiple occlusions. Although requested, no specific dates or information was provided. The customer was to meet with a healthcare provider to discuss the "pump options".